Manufacturer narrative:
The field service engineer (fse) found a pink liquid and clear plastic in the rinse station. The rinse station was cleaned, a probe was changed, and the na and reference electrodes were replaced. The fse reran the wash rack and the ise check, calibration, patient comparison, and qc were acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 5 patient samples on a cobas pro ise analytical unit. On (B)(6)2023, patient 1 had an initial na result from line 1 of 150.7 mmol/l. The sample was repeated on line 2 the next day and the result was 139.8 mmol/l. On (B)(6)2023, patient 2 had an initial na result from line 1 of 147.4 mmol/l. The sample was repeated on line 2 the next day and the result was 138.4 mmol/l. On (B)(6)2023, patient 3 had an initial na result from line 1 of 145.3 mmol/l. The sample was repeated on line 2 the next day and the result was 136.4 mmol/l. On (B)(6)2023, patient 4 had an initial na result from line 1 of 148.8 mmol/l. The sample was repeated on line 2 the next day and the result was 138.4 mmol/l. Patient 5 had an initial na result from line 1 of 150 mmol/l. The sample was repeated on line 2 and the result was 138 mmol/l. The exact date of testing was requested but not provided. The initial results for patients 1 - 4 were reported outside of the laboratory. The repeat results were deemed correct. The na electrode lot number is e7690. The expiration date was requested but not provided.

Manufacturer narrative:
The field service engineer (fse) found bubbles in the internal standard nozzle supply line, a pinch in the vacuum nozzle tubing, an unclipped sensor on the sample line, and a cracked screw holding the cover over the sonic wash station. The fse flushed and cleaned the tubing, fixed the vacuum nozzle tubing, reinserted the sensor correctly, and replaced the sonic wash station. The rinse cup was also cleaned and the sipper probe and vacuum nozzle were flushed. The ise was primed, checked, calibrated, and precision checked successfully. A patient correlation and qc were also performed successfully. The service maintenance actions performed by the fse resolved the issue.